Manufacturer narrative:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('the essure did fragment somewhat during removal'), fallopian tube perforation ('perforated essure') and large intestine perforation ('perforated sigmoid colon') in an adult female patient who had essure (batch no. 727108-inv,731687-inv) inserted for female sterilisation. The patient's concurrent conditions included abdominal pain, constipation, diarrhea, gerd, vomiting and lactic acidosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and large intestine perforation outcome was unknown. The reporter considered device breakage, fallopian tube perforation and large intestine perforation to be related to essure. Lot # reported (727108,731687) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 22-jul-2020: quality-safety evaluation of ptc . We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a consumer (subsequently medically confirmed) and describes the occurrence of device breakage ('the essure did fragment somewhat during removal'), fallopian tube perforation ('perforated essure') and large intestine perforation ('perforated sigmoid colon') in an adult female patient who had essure (batch no. 727108, 731687) inserted for female sterilisation. The patient's concurrent conditions included abdominal pain, constipation, diarrhea, gerd, vomiting and lactic acidosis. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criteria medically significant and intervention required) and large intestine perforation (seriousness criteria medically significant and intervention required). The patient was treated with surgery (essure removal and salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation and large intestine perforation outcome was unknown. The reporter considered device breakage, fallopian tube perforation and large intestine perforation to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.